Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, conclusion), h11. It was reported by the customer through the emergency support program that during use the cardiosave intra aortic balloon pump failed the power up self test with error code 4 and experienced a sudden shutdown accompanied by a screeching noise. No patient harm or injury was reported. Emergency support program personnel were contacted to evaluate and troubleshoot the unit. The customer reported that a patient on ECMO with an axillary iab had required multiple pump changes due to repeated alarms including autofill failure catheter restriction sudden shutdown with noise and condensation. This complaint specifically relates to the third pump which displayed a power up test fails code four followed by shutdown. The pump was removed from use replaced and sent to biomed for evaluation as no additional details were provided by the customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e2, h6 (medical device problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using cardiosave intra aortic balloon pump (iabp) stated when the 3rd pump was started up, it had a power code 4 alarm and then a sudden shutdown. No harm or injury to the patient was reported.